Event description:
The st jude medical representative phoned to report on a case in which he was assisting the physician with a procedure where a competitor's pacemaker (model usdr213) was being replaced with a st jude medical v-343. The physician then implanted a sjm high voltage right ventricular (rv) lead and a sjm low voltage left ventricular (lv) lead. In attempting to extract the competitor's ventricular pacing lead (model bt45), approx 2.5cm of the proximal portion remained in the pt's ventricle. Subsequent to this effort, the high voltage rv lead perforated the myocardium with the lv lead becoming dislodged. The medical staff observed a drop in the pt's pulse oximeter readings and began CPR. An emergency echocardiogram displayed a perforation and pericardial effusion resulting in tamponade. The physician performed a pericardiocentesis. The v-343 was connected to the high voltage rv lead. Ventricular capture was not obtained when pacing at maximum output. Multiple pc shocks were delivered, but a stable rhythm was not established and the pt expired.